Manufacturer narrative:
Eval, results: brake cam, brake adjuster.

Event description:
It was reported by service report that the brakes at foot end are not working. It is unk if there was pt involvement or if there are adverse consequences to report.